Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported this was a closure of a mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide device was deployed successfully. An attempt was made with a second and third proglide device; however, a cuff miss occurred with both devices. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 16f and the stent graft procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.